Manufacturer narrative:
The serial number initially reported was for the defibrillator.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device cannot charge the battery and that the battery ejects by itself. There is no reported patient involvement.